Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2024. On 09/07/2024, it was reported that the pediatric patient was at a party and was jumping on a jumping castle at the time of the event which certainly would have contributed to the rapid drop in glucose and the 'urgent low soon' alert. The patient lost consciousness for 5 minutes. The patient was treated with a coke. The bg reading was 4.1 mmol/l at the time and the mother reported that both the tandem x2 insulin pump and the app showed an 'urgent low soon' just prior to the event. The patient´s mother believed this passing out must have occurred because the patient was having a lower bg than 4.1mmol/l that was not reflecting. The patient was not using exercise mode on his tandem pump and had some insulin present in the body. The patient also was newly diagnosed (honeymoon phase). It was reported that it was a very hot day, the patient was very physically active and was not as well hydrated as usual either. On the (B)(6), they performed an MRI and the results were normal. Since the event occurred, they updated their alerts on the app to sound for 'urgent low soon' sooner - the setting at the time was for 30 minutes. There was initial allegation against accuracy of sensor but upon investigation; the mother notes many other factors present concluding that sensor accuracy seemed correct and product was not at fault, but it cannot be excluded that there was a malfunction that may have contributed to the event. At the time of the report the patient was recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2024. On 09/07/2024, it was reported that the pediatric patient was at a party and was jumping on a jumping castle at the time of the event which certainly would have contributed to the rapid drop in glucose and the 'urgent low soon' alert. The patient lost consciousness for 5 minutes. The patient was treated with a coke. The bg reading was 4.1 mmol/l at the time and the mother reported that both the tandem x2 insulin pump and the app showed an 'urgent low soon' just prior to the event. The patient´s mother believed this passing out must have occurred because the patient was having a lower bg than 4.1mmol/l that was not reflecting. The patient was not using exercise mode on his tandem pump and had some insulin present in the body. The patient also was newly diagnosed (honeymoon phase). It was reported that it was a very hot day, the patient was very physically active and was not as well hydrated as usual either. On the september, they performed a MRI and the results were normal. Since the event occurred they updated their alerts on the app to sound for 'urgent low soon' sooner - the setting at the time was for 30 minutes. There was initial allegation against accuracy of sensor but upon investigation; the mother notes many other factors present concluding that sensor accuracy seemed correct and product was not at fault, but it cannot be excluded that there was a malfunction that may have contributed to the event. At the time of the report the patient was recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.